Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed okamoto y, wakama h, okayoshi t, matsuyama j, otsuki s, neo m. Spinopelvic mismatch is associated with patient-reported outcome measures after total knee arthroplasty at a mean follow-up of 15 years. Knee. 2022 jan;34:156-166. Doi: 10.1016/j.knee.2021.11.017. Epub 2021 dec 16. Pmid: 34923348. Objective and methods: the study aims to evaluate the association between a spinopelvic mismatch and patient-reported outcomes after 101 pfc sigma rp-f tkas implanted between april 2003 and march 2009. Any cement utilized with the tkas are unknown. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pfc sigma rp-f tka with resurfaced patella. Adverse event(s) and provided interventions associated with depuy devices: 1 report of non-lethal pulmonary embolism- treatment not specified. X-ray: fig 3 pp. 161.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.